Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited loss of capture. The lead was found to have dislodged into the coronary sinus. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.